Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty deploying the clip. The reported slda was due to the difficult to deploy. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. A triclip xtw was inserted without issues. However, during deployment, difficulties separating the mandrel from the clip occurred. It was noted that the implanter pulled too hard, causing the clip to detach from the septal leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). Troubleshooting, and the mandrel was able to separate from the clip. To stabilize the clip, a second clip was then implanted, centrally to the first clip, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be discharged.